Event description:
Sorin group italy received a report that, during procedure, an inspire 6f oxygenator leaked at the connection point of the infusion line. Medical staff elected to changed out the oxygenator. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The product item 050715cn is not distributed in the USA, but it is similar to the inspire 6f oxygenator 050715, which is distributed in the USA (510(k) number: k130433). H11 sorin group italia manufactures the inspire 6f, the event occurred in china. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.11. Through follow-up communications, livanova learned the event involved fluid leakage during the priming phase of the procedure, thus before initiating the bypass procedure. Based on the above, the event is not likely to cause or contribute to serious injury or death, even if reoccurred, indeed it can always be recognized prior to start procedure, ensuring no risk to patient safety or device performance. Consequently, the event has been assessed as non-reportable. Livanova will keep monitoring the market.